Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found that all components were in the pre-deployed position and there was no dried blood observed on the returned device, suggesting that the device had not been used and introduced into the patient anatomy. The sheath was not returned and there was no indication that an attempt had been made to engage the sheath with the device. During testing, the device was engaged with a proxy sheath and then deployed successfully. Based on the investigation findings, the returned device performed according to specifications. The reported product experience could not be confirmed. A query of the complaint database for this lot revealed no other incidents with reported failure to complete the thumb advancer stroke and subsequent incomplete sheath slit. Additionally, a query of the complaint database for this lot based on actual investigation findings revealed no other incidents that exhibited an unused device which was fully functional during testing. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. There were no manufacturing or quality deficiencies detected that could have contributed to the failure mode of this device. Overall, there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
Subsequent to the initial medwatch report; it was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the sheath would not split completely. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.